Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 425 mg/dl and went to the ER. Reportedly, the customer had manual injections as alternate insulin therapy.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 425 mg/dl. Reportedly, the customer went to the ER and was subsequently hospitalized in intensive care unit. Additional information could not be obtained due to covid-19 restrictions. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
B2, b5, h6. H10: the investigation has been completed. Based on the analysis, a shut down was observed on the date of the reported issue. The cause of the reported issue is due to the user not charging the device.